Event description:
The customer reported that a low pressure alarm occurred during a procedure. There was no patient or user injury reported due to the event. The customer was advised to check the co2 supply connection for a potential leak and was provided the product instructions for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Follow-up with the customer found the subject device was working as intended and will not be returned to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The issue occurred when the surgical team was finishing the procedure. The insufflator was used the following week with no issues. No other insufflator was being used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the alarm could not be determined. Olympus will continue to monitor field performance for this device.